Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation. It is unknown which lead was replaced, so both are being reported on.

Event description:
Related manufacturer reference number: 1627487-2020-24170. It was reported that the patient was experiencing uncomfortable stimulation. As a result, the patient's right supraorbital lead was replaced. There appeared to be fluid inside of the lead at the point of the suture towards the distal tip. Surgical intervention resolved the issue.